Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm; model #: sc-8336-70 serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection in the neck. Symptom of cyst was noted. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was not device related and nothing was done during prior procedure that would have caused infection. The patient was placed on antibiotics.

Event description:
A report was received that the patient had developed an infection in the neck. Symptom of cyst was noted. The patient underwent an explant procedure.